Event description:
The customer reported the ventilator was alarming due to pressure sensor calibration data errors. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer reported the unit diagnostic history noted a pressure sensors failure during normal ventilation mode operation. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement and result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb to motor controller pcb cable and the data acquisition pcb board for replacement to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.